Event description:
It was reported that, "the pt's right hip replacement was infected and loose. No other information available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as surgeon retained explants. If additional information becomes available then it will be submitted in a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.